Event description:
It was reported that during a non-tortuous, mid, left anterior descending artery stenting procedure, pre-dilatation was done. Reportedly, force was used during advancement and a xience v (2.75 x 23 mm) stent delivery system would not cross the heavily calcified lesion. While removing the xience v (2.75 x 23 mm) stent delivery system, the proximal stent shaft separated into two pieces outside of the patients' anatomy and the distal shaft in the patients' anatomy. The distal xience v (2.75 x 23 mm) stent shaft was removed without difficulty and without intervention.. A non-abbott stent delivery system was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) improper or incorrect procedure or method; excessive force used with advancement. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant medical information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.